Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Elective removal of an implant is a procedure which requires medical/surgical intervention. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on october 27, 2022.

Event description:
Per the clinic, it was reported that the device was explanted on (B)(6) 2022; in order to convert the patient to a transcutaneous osia implant system.